Event description:
When the nurse caring for the pt was setting up the drain, she noticed even when the stopcock was open from the bottom of the drip chamber to the drainage bag, fluid would not flow from the drip chamber to the drainage bag.

Manufacturer narrative:
To date, the device in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.